Event description:
Instrument was reporting out inaccurate values for electrolyte testing without alarms or errors to notify operator that there was a malfunction or issue with the equipment. Formal investigation by the roche engineers did not find conclusive root cause of ongoing instrument issues. Ise module on roche line 1 has been removed from patient testing as of [redacted]. The module has been replaced with a new module and is in the process of initial validation to be put into production for patient testing. [Redacted]: lab experienced a ¿sample aspiration¿ error early in the shift on the ise module of roche line 1. Subsequent troubleshooting and quality checks were performed per protocol without further issue or qc [quality control] failure. Late in the shift, staff noted a high number of results failing delta checks and other internal auto-verification rules. Repeat testing on a different roche line showed significantly discrepant results. No additional flags or alarms were produced by the instrument to indicate any testing or equipment malfunction. 12 patients affected. Manufacturer troubleshooting: ise electrodes were conditioned, and ise probes were replaced. [Redacted]: multiple erroneously critical high values resulting out of the ise module of roche line 1 failed internal autoverification rules, with result repeats on different roche line showed significantly discrepant results. All daily quality control and calibration procedures performed without issue. No instrument errors or alarms were produced by the instrument to indicate and testing or equipment malfunction. 14 patients affected. Manufacturer troubleshooting: ise electrodes were replaced. [Redacted]: multiple erroneous values resulting out of the ise module of roche line 1 failed internal autoverification rules, with result repeats on different roche line showed significantly discrepant results. All daily quality control and calibration procedures performed without issue. No instrument errors or alarms were produced by the instrument to indicate and testing or equipment malfunction. 15 patients affected. Manufacturer troubleshooting: rca [root cause analysis] requested by [redacted] lab leadership showed no definitive root cause of ongoing issues. Agreement made for replacement of entire ise module on roche line 1.